Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) hospitals. (B)(6) , md. Operative report. Assistant: [sic]. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic repair of incisional hernia with mesh. Anesthesia: general anesthesia. Estimated blood loss: [blank] [sic]. Complications: [blank] [sic]. Indications: a 55-year-old male with previous vascular surgery with a large upper midline incision presents with an incisional hernia. The overall extent of the incision shows a hernia at the upper half of it with two defects, the lower half appears to be benign. He presents today for repair with a mesh. Description of procedure: ¿after induction of general anesthesia, the patient underwent placement of foley catheter without difficulty. The abdomen was prepped after first clipping the hair with clippers and the skin was then prepped with chloraprep and draped in the usual fashion. 1% lidocaine with 0.25% marcaine was injected into the skin in the right upper quadrant. A small incision was made with a scalpel and then a 5-mm visiport was advanced through the anterior abdominal wall with a 5 mm laparoscope within it for direct visualization as the port was placed into position. Once the port was in the abdominal cavity, pneumoperitoneum was established to a pressure of 15 mmhg with carbon dioxide gas. The scope was inserted into the abdominal cavity. There was no other injury from the port placement. With the abdomen distended, we then placed another port in the right lower quadrant without difficulty under direct vision. Utilizing these two ports we began taking down the adhesions from the anterior abdominal wall. The patient had one loop of small bowel adherent to the anterior abdominal wall at lower midline. This was taken down with sharp dissection without difficulty. There were no other adhesions noted. Falciform ligament was taken down off the anterior abdominal wall with harmonic scalpel giving exposure to the upper midline. There were two large defects that were marked with marking pen on the external side. The main body of the defect was off to the midline on the left side. We measured it and determined to use a 15 cm x 19 cm dual mesh which was going to be positioned obliquely to cover these two defects with good overlap. The mesh was brought to the operative field and prepared with 6-0 gore-tex sutures placed along the periphery of the mesh. Two 5-mm trocars were placed in the patient¿s left abdominal wall under direct vision and then just below the large defect, a small incision was made in the midline of the old scar, but first injected local into skin and fascia and then a small incision was made with a scalpel. Blunt dissection was then used to create a tunnel tangentially across the subcutaneous tissues into the hernia defect such that when it is closed there will be a good amount of tissue between the mesh and the anterior abdominal wall. Through this a 12-mm port was placed into the abdominal cavity and through that the mesh was passed into the abdominal cavity without difficulty. The port was removed and the incision was closed in layers with 0 vicryl sutures restoring the pneumoperitoneum. Under laparoscopic view, the mesh was rolled into position. The upper midline stay suture site was first chosen, just below the xiphoid, local was injected into that site, a small incision was made and then a suture passer was used to pull the suture through the anterior abdominal wall into position at that site and then obliquely cutting down to the left abdominal wall, we chose the location for the lower stay suture, local was injected into that site and again a suture passer was used to pull the sutures through the anterior abdominal wall into position. These two sutures were then tied. The mesh was noted to be in good position with good coverage of both defects. The other four suture sites were chosen. The fourth one ended up being laid at one of the port sites in the left upper abdomen, removed the port and used that site without difficulty. The mesh was noted to lay in nice position with good overlap. The mesh was intact using the absorbatack tacker, the patient was tacked every centimeter along the periphery of the mesh and then a second row of tacks placed every 2 cm about 2 cm in from the edge. The mesh was noted to be in good position with good fixation. Pneumoperitoneum was released. The ports were all removed. The incisions were all closed with 4-0 vicryl sutures. The wounds were all sealed with histoacryl glue. The patient tolerated the procedure well. There was minimal blood loss. No complications. The patient was reversed from anesthesia and taken back to recovery room in stable condition.¿ on (B)(6) 2012: (B)(6) hospitals. Implant record. Mesh dual plus with holes, 15 x 19 cm ventral consigned 1dlmcp04. Serial number: (B)(6). Lot number: 9552200. Site: hernia. Expiration date: 08/31/2014. W.l. Gore and associates. On (B)(6) 2012: (B)(6) . Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 9552200. Expiration date: 8/2014. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/9552200) was implanted during the procedure. On (B)(6) 2012: (B)(6) hospitals. (B)(6) , md. Operative report. Assistant: (B)(6) , pa. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic repair of recurrent incisional hernia with mesh. Mesh used was ventralight mesh 15 x 20 cm. Anesthesia: general anesthesia. Estimated blood loss: [blank] [sic]. Complications: [blank] [sic]. Operative indications: a 56-year-old male with a recurrent incisional hernia, had previous laparoscopic repair and ended up with a hernia just below the repair site presents now for a repeat repair. Description of procedure: ¿after induction of general anesthesia, the patient underwent placement of foley catheter. His abdominal wall was prepped by first clipping the hair with the clippers and then the skin was prepped with chloraprep and draped in the usual fashion. We began using a 5 mm trocar of the port and placed over a 5 mm scope, local was injected into the skin and subcutaneous tissues at the right upper quadrant previous laparoscopic site. A small incision was made with a scalpel then using the visiport the port was passed through the abdominal wall under direct vision. The trocar was removed from the port and then the port was connected to the pneumoperitoneum. The abdominal cavity was then insufflated with carbon dioxide gas to a pressure of 15 mmhg. The scope was reinserted, the abdominal wall was visualized. We are able [sic] visualize the position for a 5 mm trocars [sic] in the patient¿s left abdominal wall which were placed at the old scar site as well under direct vision. Local was injected into the skin, each of the sites two small incisions were made and the two 5 mm trocar was passed through the left abdominal wall under direct vision. We placed the scope on the left side, looked back at the midline, looked back at the patient¿s right lower quadrant where another port was placed in the right lower quadrant. Under laparoscopic view the hernia was examined, the defect was visualized. The adhesions of small bowel through the anterior abdominal wall overlying the previously placed mesh just adjacent to the hernia defect. The adhesions were taken down using sharp dissection. We separated the peritoneum off the mesh and entered into a space which was an old seroma. This facilitate [sic] the dissection of the small bowel off the anterior abdominal wall as his peritoneum was taken down off the abdominal wall so as to free up the small bowel adhesions from the site. The adhesions were taken down slowly and freeing up the peritoneum from the mesh from previous repair giving full exposure to that mesh. The defect itself of the hernia was well below this mesh at the level of the umbilicus. It appeared as though the mesh had pulled back from the edges, but it was still in fairly good position, could not see any evidence that a suture had broken and the mesh itself was well adherent to the anterior abdominal wall. It appeared as though the defect was in a different location along the patient¿s midline incision. The previous repair had been done with the mesh patch which was a 15 x 19 dual mesh, it appeared to be well fixed to the abdominal wall, there is a seroma beneath or between the posterior surface of that mesh in the peritoneum which grew over, [sic] it the fluid otherwise was benign appearing. Once all the adhesions were taken down, we determined the size of the mesh to be used that shows the 15 x 19 ventralight mesh which was brought to the operative field. Through the anterior abdominal wall a 12 mm port was placed and made a small incision in the midline old scar, used a clamp to pass through the anterior abdominal wall such that the port was actually passed tangentially through the abdominal wall through the hernia sac so that there will be good tissue between the mesh and the abdominal wall once that closure was made. With that port in position we utilized that to place the mesh within the abdominal cavity. The mesh was prepped by placing 0 gore-tex sutures around the periphery of the mesh, a total of 8 sutures in position the mesh was rolled up and soaked in saline and passed into the abdominal cavity through that port without difficulty. The skin incision was closed with 0 vicryl sutures and pneumoperitoneum was re-established. On the laparoscopic view, the mesh was unrolled and placed in position. The defect at the midline was off to the right of the midline, we therefore positioned the mesh slightly off the right of the midline. The upper stay suture that was chosen about 1.5 inches from the midline in the upper abdomen, local was injected into the skin and subcutaneous tissue. A small incision was made at the scalpel then a suture passer was used to pull the suture through the anterior abdominal wall at that site placing the mesh on traction. The lower stay suture site was chosen again off the midline local was injected at that site and a suture passer was again used to pull the suture into the position. These sutures were then tied. The mesh was noted to be in good position. We proceeded placing the lateral stay sutures on either side of the midline into position. Once all the sutures were in place, we placed an additional suture in the left upper quadrant with the two meshes overlapped to better anchor the mesh at the overlapped site. Once the mesh was sutured were in position, we went ahead and placed tacks along the periphery of the mesh using a sorbafix tacker placing tacks every 1 cm along the periphery of the mesh and a second row of tacks placed in the inner filled of the mesh about 2 cm in form the edge, about 2 cm apart. The mesh was noted to be in good position with a very good coverage of the hernia defect. There was no evidence of any bleeding. The pneumoperitoneum was released, all the ports were removed. The skin incisions on each site were closed with 4-0 vicryl sutures. Each of the wounds were cleansed with saline and dried and all the wounds were sealed with octylseal glue. Patient tolerated the procedure well. The foley catheter was removed. He was reversed from general anesthesia and taken back to recovery room in stable condition.¿ on (B)(6) 2012: (B)(6) hospitals. Implant record. Mesh ventralight st 6 x 8, 5954680. Serial number: (B)(6) (bard davol). Lot number: huwc0949. Site: hernia. Expiration date: 03/31/14. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9552200. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh had pulled back from its edges requiring revision surgery on (B)(6) 2012. Additional event specific information was not provided.